Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2006, 2 gore tag thoracic endoprostheses (lot #04224708 and lot #04150240) were implanted. In 2007, one gore tag thoracic endoprosthesis lot #04997022) was implanted.

Event description:
In 2006, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. Postoperatively, the pt presented with a distal type I endoleak. In 2007, a gore tag thoracic endoprosthesis was implanted and the distal type I endoleak was successfully repaired. It was reported that the pt tolerated the procedure.